Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an ipg pocket revision on (B)(6) 2021. The patient had recently lost weight and was experiencing pain at the ipg site. Therapy was restored post-op.